Event description:
Caller reported that insulin cartridge leaked. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. No additional information was received regarding the outcome of the event or further corrective actions taken.